Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported low peak inspiratory pressure (pip), low minute volume (ve) and circuit disconnect display alarms. The customer reported the ventilator was on a patient at the time but the device was switched out and there is no patient harm or injury.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspect vela ventilator main pcba (printed circuit board assembly). The reported issue was duplicated when the unit alarmed "low pip (peak inspiratory pressure)", "high rate", "low ve (tidal volume)", and "circuit disconnect". Transducer calibrations were performed, as described in the product service manual. The turbine transducer failed calibration and the failure was concluded to be due to material fatigue.